Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to resolve the issue. The tc sent the customer a replacement speaker to resolve the issue. The reported malfunction was confirmed. The customers speaker was faulty. The issue was resolved by ordering the customer a replacement speaker.

Event description:
The customer reported that their speaker was faulty and they needed a replacement. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.